Event description:
It was reported that during implant, lost of ventricular capture, drop in blood pressure and increased heart rate were observed. Lead was repositioned. Patient then started to become hemodynamically unstable and cardiac tamponade was suspected. Pericardiocentesis was performed with good results. Patient is in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.